Event description:
During prep of the ivus catheter, no image was coming from the catheter. A new catheter was opened and worked appropriately. Manufacturer response for catheter, volcano refinity ivus catheter (per site reporter), per report manufacturer notified.